Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose at the level of 33 mg/dl. Customer was treated with glucose and carb intake. Troubleshooting was performed. Insulin pump will not be returned for analysis.